Event description:
The reporter indicated that the patient had a syncopal episode at home on 2/99 and she was brought to the doctor for evaluation. The bradycardia rate of the pacemaker was set at 30 bpm. No documentation was available due to a printer malfunction. The device was reprogrammed and the patient was sent home. On 4/19/99, the patient presented at the doctor's office after another syncopal episode. The device rate and outputs are programmed as they were at the last visit to the office. During threshold testing when the ventricular loss of capture is obtained, the patient feels near syncope, and has the same symptoms as before the events. The lead impedances and thresholds are unchanged. Although the patient is on flecanide. After reviewing the information with the physician, the possible reasons for the syncope could be: 1. Emi causing inhibition. 2. Patient changes, in medications (flecanide does affect threshold), potential ischemia or electrolytes.